Event description:
A distributor in france reported that a cartridge alarm 20a occurred consistently when inserting various cartridges into the pump. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.